Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare professional from (B)(6) of peritonitis without septicemia in a subject coincident with dianeal pd4 (dianeal pd4 glucose 1.36% w/v/13.6 mg/ml) extraneal viaflex (extraneal (icodextrin 7.5%) solution for peritoneal dialysis), and nutrineal pd4 (nutrineal pd4 1.1% amino acids clear-flex, solution for peritoneal dialysis) therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the subject was switched to automated peritoneal dialysis and the dose and frequency of pd therapy was increased. On (B)(6) 2011, the subject was hospitalized for peritonitis without septicemia. On (B)(6) 2011, the subject was treated with intravenous (B)(4) (dose not reported), which was discontinued on the same date. The cause of the peritonitis was technique. On (B)(6) 2011, the subject was switched to automated peritoneal dialysis (apd) due to repeat episodes of peritonitis and the total volume was increased to 10000 ml with increase to 5 dwells per day due to inadequate dialysis related to peritonitis.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.